Event description:
Per the clinic, the patient experienced an infection (specific date not reported) resulting in the decision to explant the device. The device was explanted on (B)(6), 2022 and there are no plans to re-implant the patient with a new device as of the date of this report. Additional information has been requested but it has not been made available as of the date of this report.

Event description:
Patient did not have infection as initially reported. The previously reported explantation was due to severe pain. This has now been updated accordingly. Per the clinic, the patient was placed under general anesthesia on (B)(6) 2022, for a skin revision surgery in order to close the skin defect.